Event description:
A facility reported that during a case, the patient's head slipped in the mayfield composite series skull clamp (a3059) while the screw was being placed. The surgeon verified that all parts were tightened and locked. There was no patient injury. Additional information received as follows: 1. Any other pertinent details of the incident? Answer: in middle of the case, surgeon was placing a cervical screw, felt the patient shift to one direction and then back to original position when screw was going in. 2. What type of procedure/surgery was performed during the incident? Answer: cervical spine posterior fusion c/navigation: occipital - c6 fusion c/c3-c5 laminectomy 3. Was there a delay in surgery due to product problem? If yes, how long in minutes? Answer: yes, approximately 7 minutes of delay time, due to a surgeon scrubbing out to assist team lead in double checking the equipment, making sure all points were secured. 4. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Answer: yes 5. Did each pin engage the cranium in a perpendicular approach? Answer: yes 6. How was the procedure completed? Answer: normal closure, no issues.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. When the clamp is properly positioned and put under pressure, it did not move. However, the unit has up and down movement in the lock, and the lock is ratcheting while unlocked. To resolve the issue, the disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced, and general maintenance and cleaning will be performed. Root cause - the complaint is not confirmed for slippage. When the clamp is properly positioned and put under pressure, it did not move. The unit does have movement in the lock, but this would not cause any movement once put under pressure. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.